Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient was unable to interrogate their own pump using the ptm on (B)(6) 2021. The hcp brought the patient in and also could not interrogate using the a810. The hcp was then able to interrogate the pump using the 8840 physician programmer. It was reported that the pump was flipped and that was why they could not interrogate it. The hcp flipped the pump back and was able to interrogate it then. Of note, the patient did lose some weight to cause the flip. No symptoms/patient complications were reported.